Manufacturer narrative:
Date of event: the exact date when the device stopped working is unknown.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) that stopped working seven years after implant. No information about a revision for the device has been provided. There were no patient complications.